Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was high. The customer¿s blood glucose level was 400 mg/dl at the time of the incident. The customer reported that she needed to change her reservoir. The customer changed the reservoir and then got an excessive no delivery alarm. The customer was stuck behind a time date .the customer was assisted in reviewing alarm history. The customer stated the alarm received was external ram crc error alarm. The alarm did not occur during the rewind and prime sequence. Assisted customer in performing a self-test. The test passed. The customer was advised to monitor the pump. The customer declined to troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.